Manufacturer narrative:
Unit passed displacement test at 0.03490 inches and self test. Unit received with intermittent buttons, problem isolated to keypad assembly. Unit received with j1 connector at pcba1 properly connected. No damage or moisture damage on keypad assembly noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer's blood glucose level was unknown at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.